Manufacturer narrative:
No product returning for eval. Should new relevant info become available, a f/u report will be submitted.

Event description:
Received info stating customer received multiple altitude alarms while in (B)(6). Customer wears the pump in a pocket and reports it had been raining. There was no impact to customer blood glucose level.